Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the high voltage channel which was recreated when the patient was adjusting himself in his chair. The impedance measurements were within normal limits. It was noted that the rate\sense channel did not have noise. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.